Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 occurred during pumping. The user successfully loaded a new cartridge and resumed insulin delivery. The user's blood glucose (bg) level was 352 mg/dl and the bg level was addressed with a manual injection.